Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: for the third firing for gastric intramucosal resection during intra gastric, the nurse connected reload to adapter, checked the jaws opening/closing and all indicators were illuminated with no problem. The surgeon clamped the tissue, pushed the green button then pushed the blue button to fire, however could not fire the device. Replaced by new reload, the firing was completed with no problem.